Event description:
It was reported that during a gastric bypass roux-en-y procedure, on the 3rd firing with a blue load on the stomach there was bleeding. Not sure if staples were formed properly. They over sewed the staple line. There was no pt consequence.

Manufacturer narrative:
Damaged knife. Eval summary: the ec60 device was rec'd for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.